Event description:
During an l1-l4 plf procedure on the back table, the threads broke on the holding sleeve while the scrub tech loaded the screw. The holding sleeve did not break during implantation, and had no impact on the patient or the procedure. Another holding sleeve was used for the procedure. In addition, during a concurrent l3-l4 plif procedure, the surgeon was cleaning the disc space with the 11mm intervertebral disc shaver and the tip of the shaver broke off in situ. All fragments were retrieved with no harm to the patient. The surgeon used another shaver to complete the disc space preparation, and placed the implant successfully. The surgeon completed the surgery with no further problem. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
A product development evaluation was conducted. The tip of the shaver failed in torsion at the smallest cross section just distal to the shaft. The cutting edges are sharp. The remainder of the shaver is excellent condition with no other visual signs of wear. As stated in the plif technique guide (j2511d), the intervertebral disc shavers assist in the removal of nucleus pulposus and the superficial layers of the cartilaginous endplates. Upon review of the drawing for this family of instruments it was found that the material, coating, dimensions, and notes are appropriate for an effective device. Product development conducted tests to determine the torsional strength of the disc shavers. The average ultimate torsional strength for 5 samples of 389.771 was 11.69 plus or minus .61 n m. This torque can result in 238 lbs of force distributed on inferior and superior cutting surfaces of the 11mm shaver. This capability is significantly higher than the force required during the intended use of the shaver. The design risk assessment was reviewed and it was found that the ra adequately addresses the hazard associated with this complaint. Since the average instrument brakes when delivering 238 lbs of force with the inferior and superior cutting surfaces, the shaver in this complaint experienced torque close to 11.69 n m. This torque was a result of using this instrument outside of the intended use.